Event description:
It was reported that the patient had an episode of syncope. Noise was observed on the atrial electrogram. Interrogation revealed that the ventricular electrograms were mis-marking t-waves as r-waves. When the leads tested normal via an analyzer, the pulse generator was replaced. The patient was not pacemaker dependent with an escape rate of 70 bpm.